Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an abnormal noise. Even if the oxygen concentration is changed. There was known patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. Visual and functional test / performance test per s&r procedure. It was confirmed that the oxygen concentration was outside the standard and that abnormal sounds were occurring. The customer's complaint was confirmed. Due to deterioration of the one-way valve inside the flow block assembly, the oxygen concentration is out of specification and abnormal noise is generated. Replacement of the flow block assembly to correct the issue. And, due to a leak, I/o block assembly and on-off switch will be replaced. Replacement of interface board as power sometimes does not turn on. P200d/nj device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.